Event description:
International affiliate reports that while using three confidence kits during a vertebroplasty procedure, the pumps experienced decreases in pressure and emission of the sterile water. Reports there were no adverse consequences to the patient. This report is being filed for the third confidence kit that was involved in this event. See mfg medwatch report number 1526439-2013-18827 for the first confidence kit that was involved in this event. See mfg medwatch report number 1526439-2013-18832 for the second confidence kit that was involved in this event. Depuy synthes spine complaint department was notified of the event on (B)(4) 2013.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
The complaint sample was discarded by the customer and is not available for evaluation. A device history record review could not be conducted as the lot numbers of the products were unknown. Review of the complaint by quality engineering determined that no conclusions were drawn. A review of the complaint trend analysis found no observed trends for issues of this nature. Without product samples, we are unable to confirm the reported issue or identify the root cause. Additionally, in the absence of the product samples ¿ lot numbers ¿ or observed trends, this complaint will be closed with no further action required. If the complaint product samples become available, the complaint file will be re-opened and product evaluated.